Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: break. Probable root cause: design: anchor not compatible with prepared hole size; drill design does not match anchor; anchor thread design makes insertion too difficult; inserter material/design too weak; inserter tip geometry not sharp enough for application. Process: inserter, implant, or drill manufactured out of specification. Application: excessive force torquing anchor or lateral force applied during insertion; not enough axial force during insertion; use of wrong drill; improperly prepared hole; bone to hard for anchor insertion; bone not hard enough to maintain screw purchase; no pilot hole prepared; drill not inserted to proper depth. The reported failure mode will be monitored for future reoccurrence. H3 other text: 81.

Event description:
It was reported that anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that anchor broke during the procedure. All pieces were retrieved.